Event description:
It was reported that the patients ipg was difficult to be charged and the patients leads had migrated. The patient underwent a revision procedure wherein during the procedure, the physician had difficulty removing the old lead due to having a lot of scar tissue at the lead entry site and opted to abort the surgery. All device components were explanted. The patient was doing well postoperatively. Additional information was received that all explanted devices were discarded by the medical facility.

Event description:
It was reported that the patients ipg was difficult to be charged and the patients leads had migrated. The patient underwent a revision procedure wherein during the procedure, the physician had difficulty removing the old lead due to having a lot of scar tissue at the lead entry site and opted to abort the surgery. All device components were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17856366/18183573.